Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information: it was believed that the pump was stopped because the pump update had not been completed.

Event description:
Additional information was received and it was reported that the patient was doing fine. The pump was working and infusing the drug.

Event description:
It was reported that the patient¿s pump was implanted a month ago and the patient went through withdrawal. When the patient went in for her refill on (B)(6) 2013 she was in a lot of pain. The physician found that the pump had been stopped for 157 hours. The pump was delivering hydromorphone and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).